Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited gradually increasing shock impedance measurements, noise and oversensing that resulted in pacing inhibition for this pacemaker dependent patient. The noise was able to be reproduced with patient isometrics. An invasive procedure was performed. The lead was surgically abandoned and replaced and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that during a routine in clinic follow up, review of stored device memory noted a stored episode of noise and oversensing on the rv channel 10 months later that resulted in pacing inhibition for greater than 2 seconds of asystole. Additional episodes were observed one month later that included noise on the right atrial (ra), rv and left ventricular (lv) leads, however, the noise was only sensed on the rv lead. Boston scientific technical services (ts) discussed the potential of electromagnetic interference (emi) for the most recent episodes and discussed troubleshooting options. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted that the device header was slightly loose on the front side of the device; however, there was no evidence of body fluid under the header that could have contributed to the reported clinical observations. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The crt-d was explanted and replaced with another manufacturer's device. Available information indicates that the leads remain implanted and in service. No additional adverse patient effects were reported.